Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on the 20th july 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 failing an auto self-test. The user would have been alerted with a "warning device service required" prompt and a flashing red status led. An additional five self-test fails during manual power cycles were recorded later that day. Upon receipt at heartsine a test pad-pak was inserted into the device which confirmed the reported fault. Inspection of the device technical log confirmed that the failure was due to a charging error. The device was disassembled to investigate. After further investigation it was found that the fault was caused by a faulty component. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service request.